Manufacturer narrative:
(B)(4). Batch # n93p2h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
Could not close clip. During the laparoscopic left hemihepatectomy, could not close the clip. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was returned with the jaws partially closed and no damage in the external components; upon visual inspection, a clip was noted to be jammed. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips. In addition, the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming.